Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy in an ami (acute myocardial infarction) patient, the iab would not inflate. The iab was replaced to continue therapy. There was no reported injury to the patient.